Event description:
It was reported a patient did not receive sedation and tachycardia worsened when a clearlink system solution set leaked. During a propofol infusion, the ¿line backed up with blood¿; however, upon further inspection the patient¿s gown was observed saturated with propofol solution. A ¿break in extension tubing¿ was noted where propofol was leaking onto patient. This resulted in propofol not infusing; therefore, the patient did not receive sedation and the patient's tachycardia worsened. No further information was available at the time of this report.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing, and the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.